Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had an unknown mentor saline prosthesis placed experienced spontaneous right sided deflation post procedure. The deflation was confirmed through a physical examination performed by a physician. As a result, removal without replacement was performed on (B)(6) 2020.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on march 9, 2020. The investigation of the returned device was completed by the failure analysis lab on march 23, 2020. Device evaluation summary: according to the information provided, the patient experienced a deflation of the implant. During evaluation of the device, an area of siltex cracking was observed on the posterior view. Additionally, a tear measuring approximately 0.5 cm was noted within the siltex cracking, causing a deflation. The evaluation determined that the rupture is consistent with a siltex cracking. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).